Event description:
During a procedure, part of the silicone o-ring broke off and fell into the patient, the broken piece was retrieved.

Manufacturer narrative:
The device was manufactured in 11/2012. The incident occurred on 05/2014. The device was used beyond its useful like.